Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient notifier was delivered for high pacing lead impedance. During device interrogation, increased threshold measurements were observed. Lead was capped and replaced.